Event description:
It was reported that a beta bionics ilet user received alert 57. It could not be resolved with troubleshooting, so it was determined they required a replacement. There was no report of any end-user harm or adverse event associated with this report.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.